Event description:
It was reported to the manufacturer, by the end user, per the end user, that fst was at (B)(6) doing a pkp on (B)(6) 2021. While she was inside the facility, a maintenance man happened to be walking by the fst's service vehicle and noticed smoke coming out of the back, he called the fire department and he and another maintenance man got a fire extinguisher and put the fire out. Once the fire department got on scene, they checked to ensure there were no hot spots or flames. Once that was done, the tech called my (B)(6) team lead and myself. We got on a three way call to ensure accurate data was gathered. I instructed fst to remove the battery from the frame and take pics of the damaged product. Also, she was instructed to place the effected items in the "clean quarantine area" until I arrive in (B)(6) tomorrow to complete this qvr form. Complaint #(B)(4) and ra#(B)(4) was entered into our system to have the bed, mattress and control unit returned for investigation. As of this writing, the units have not been returned.